Event description:
They put a leg brace on the patient and also applied a soft restraint when the son was at bedside to keep the patient calm.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 serial number was corrected.

Event description:
A 78-year-old male patient was transferred to the hospital with acute myocardial infarction cardiogenic shock with a mean atrial pressure of 60 mmhg (under 1 catecholamine and respiratory support) and with an arterial lactate of 4.7 mmol/l with a left ventricular ejection fraction of mmhg (in society for cardiovascular angiography and interventions shock stage d). Activated clotting time prior to the impella cp device was 237 seconds. Impella cp was placed before the percutaneous coronary intervention with micro-puncture via the right femoral artery and the supplied 14 french peel-away sheath and revascularization of the left anterior descending was done via the single-access technique and finally, the patient was transferred to the intensive care unit. On the second day of impella cp support, patient became agitated and bleeding occurred at the access site. Two units of red blood cells were transfused and a restraint was applied to right lower ankle to stabilize site and decrease bleeding. On the fifth day of support, impella cp was removed in the intensive care unit, and hemostasis was achieved by pre-closure active system perclose proglide x2. Impella cp was coded for major bleed which was presumably caused by the agitation of the patient and could have been potentially prevented by earlier use of a leg immobilizer.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.